Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400-500 mg/dl and boluses via the pump were delivered to address the bg level. The cause of the high bg was not known; there were no alarms received. The customer was hospitalized due to the high bg and was treated with intravenous fluids and boluses via the pump as directed under a healthcare provider. The date of admittance and discharge could not be recalled by the customer. The hospital stay was approximately 4 days. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine the cause of the high bg.